Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implanted neurostimulator shut off spontaneously. The device shut down while the patient was sitting, and when the patient stood up, he felt a lack of therapeutic effect. The physician interrogated the device and confirmed the device had turned off three times. No known electromagnetic interference was reported. The device indicated that all parameters (for voltage and impedance) were within normal limits. The physician gave the patient a magnet to use to switch the device on himself. The patient's status was undetermined at the time of the report.